Event description:
It was reported that occlusion alarms occurred. The impact on the customer¿s blood glucose level was unknown as the caller declined to provide details. Reportedly, the customer reverted to an alternate method insulin therapy.